Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to an observed blood leak. Nxstage requested return of the disposable cartridge, however, it was learned during follow up that the cartridge had been discarded. The reported blood leak cannot be confirmed. A review of complaint files indicates that there have been no other similar reports for this lot of cartridges. This appears to be a random isolated event. The user's guide instructs the operator to promptly rinseback the patient's blood in the event a leak occurs. Facility staff was notified of the event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. About 10 minutes after the start of a routine hemodialysis treatment, blood leaking from the dialyzer header was noted. The operator did not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.